Event description:
Skin staples malfunctioned. Stapler was being used to staple skin incision and user was unable to get stapler to release clips. With repeated firings no staples would release. Another stapler was used without difficulty.